Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's was out of range for an unspecified amount of time with their new receiver. No additional event or patient information is available.